Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer's parent was mentioned motor error alarm. Customer's parent was able to clear the alarm. Customer's parent was able to complete insulin pump rewind. Customer was treated for high blood glucose level with insulin pump and manual injection. Troubleshooting was performed for motor error. Customer's parent declined to troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.